Event description:
The pt was implanted with siltex saline mammary prosthesis on 4/24/95. Subsequently, the pt experienced a deflation of the device and breast pain. The device was removed on 2/24/99.